Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported on voluntary medwatch report #mw5089099 that a patient underwent a cesarean delivery on an unknown date and suture was used. During the procedure, the needle tip broke off while closing fascia. It was unknown how the case was completed. No patient consequences were reported.